Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). For download of the device history log files the p2 connector has to be exchanged, because two pins were damaged. Furthermore it was only possible to read out the device history via serial link. A connection to hibased via can bus could not be established. During the analyzes of the history log files an infusion therapy with kvo mode could be detected. The infusion was regularly finished after 2 hours. The device alarmed with an pre alarm 3 minutes before the vtbi has been administrated. Exactly after 2 hours the device switched into kvo mode. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). For an inside investigation the device was disassembled. Thereby the sealing of front frame was damaged. No other damages could be detected. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "infusion was delayed by more than an hour." Customer information: cytarabine cytostat infusion started at 7:25 pm. Infusion programmed for two hours. However, the infusion was delayed by more than an hour.